Manufacturer narrative:
The reporter indicated that a incident report was filed. The reporter did not clarify the type of incident report. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the slide came loose on the hand switch device. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was patient involvement reported. The reporter indicated that the patient's post-surgical status was as expected. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.